Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that their infusion sets have not been lasting three days, and that their current set was the first one to last for three days. The first infusion set had a bent cannula, which caused the patient's blood glucose to exceed 400 mg/dl. The patient changed the infusion set and treated via insulin pump therapy. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.